Event description:
Patient admitted through emergency center on 1/24/92 with compliants of chest pains, difficulty breathing and a history of angina, coronary artery disease, chronic heart failure, rule out myocardial infarction. Routine chest x-ray on 1/25/92 noted an incidential finding of a j. Guidewire in the inferior vena cava. The guidewire was removed in radiology on 1/27/92 using the left internal jugular vein as an access point. It was removed without difficulty or complications. It appears to be a broken .035 guidewire. It is unknown how the guidewire got inside this patientdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: none or unknown, other, guidewire. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.